Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited an increase in thresholds at pre-discharge check. The patient experienced nausea and vomiting, possibly may have fallen. The lead was dislodged, during revision the lead was damaged. The lead was explanted and replaced.